Manufacturer narrative:
H.2 the device apparently will not be returned, no no returned product analysis will be available.

Event description:
It was reported that during a ptca procedure, the balloon would not deflate properly, deflated slowly. No pt injuries or complications occurred.